Event description:
Pt reports that her cadd legacy pump (sn (B)(4) ) kept alarming with a code along the lines of "no disposable clamp tubing." She checked the tubing and it was fine. She turned off the pump but it continued to alarm. She switched to the other pump. She tried the pump that was acting up again a few days later, but after running for an hour, it started to alarm again with "no disposable clamp tubing." States it is also pausing and taking longer than usual to prime. She continues to use her current pump that is working appropriately. No ill effects occurred due to this pump issue. Sending a replacement pump via courier for pt to receive today. Dose or amount: 30 ng/kg/min, frequency: continuous, route: IV. Dates of use: (B)(6) 2014 to present. Diagnosis or reason for use: pah.